Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient underwent the following procedures: lumbar fusion, l5-s1. Bilateral lateral transverse process fusion with pedicle screws at l5 and s1 bilaterally. She had left posterior iliac crest autologous graft and bone morphogenic protein. Per op-notes: "the patient had a very thin frame and a small anatomy. Since the decompression was already done, a 5.5 pedicle screw was used in the sacrum and 40mm pedicle screws were used in the 5 pedicles. Pedicle entry zones were identified and a c-arm was used to assist with selection of levels and insertion of hardware. Decortication was done over the sacral ala, transverse process and lateral masses of pars interarticularis of l5 and onto the sacrum. Bone graft was obtained through the same midline but a separate fascial incision in the left posterior iliac crest. Periosteum was stripped. Cortical cancellous window made. Ample cancellous bone obtained. Bone wax was used for hemostasis. Osteotomes and a back-angled gouge were used to remove the bone marrow. This wound was irrigated and closed in layers with #1 vicryl for periosteal closure and 2-0 vicryl for the subcutaneous closure. Attention was refocused on the midline wound bone. The cancellous graft was placed over the ala and transverse processes and onto the pars interarticularis. Rhbmp-2 was placed on that and then the cortical ends were stripped and were placed on top of that. The wound was irrigated during this time with antibiotic irrigation and then closed. The patient tolerated the procedure well and no patient complications were reported as a result of the event." Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.